Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. Haiou medical is the manufacturer of the syringe. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe. We have notified (B)(4) who will pass along this information to haiou medical, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
Customer reported that while administering the pfizer vaccine using one of these syringes, the needle broke off at the hub once the vaccine was fully injected. Because the hub was still attached to the needle in the patient's arm, it was reported that they were able to remove the needle from the patient's arm without any harm. No information was received regarding any serious injury as a result of this product malfunction.